Event description:
It was reported that an oversensed event was observed on the ventricular channel. The lead was repositioned in 2009, with no complications and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.